Event description:
Healthcare professional through regulatory agency reported "operative color change discovered", "periprosthetic capsule stage 4: the breast is very hard, deformed, and painful to the touch" and "silicone perspiration discovered during surgery". This record is for left side. Device was explanted and it's unknown if the device was replaced. Is unknown if the device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "periprosthetic capsule stage 4: the breast is very hard, deformed, and painful to the touch" (capsular contracture, baker grade IV).

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ product discolored : observed discolored on device through visual inspection. No further actions are required as it is not related to the manufacturing process. ¿capsular contracture : unable to observe through visual inspection as it is a physiological phenomenon. ¿gel bleed: not observed since the shell barrier can be observed through microscopic inspection. None of the other observations performed during the device analysis non penetrating nick, wear abrasion, creases and opening are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional through regulatory agency reported "operative color change discovered", "periprosthetic capsule stage 4: the breast is very hard, deformed, and painful to the touch" and "silicone perspiration discovered during surgery". This record is for left side. Device was explanted and it's unknown if the device was replaced.